Manufacturer narrative:
Continuation of medical devices: ddmb1d4 ICD implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. The system was replaced with an implantable pulse generator (ipg) system while the patient is treated with antibiotics. A new ICD system will be implanted once the infection resolves. No further patient complications have been reported as a result of this event.